Event description:
ID 22mm product was packaged in the box. According to the sales rep, the size of the inner retainig ring's ID was not 28mm. The surgery was extended by 20 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.